Manufacturer narrative:
Per the user facility's biomedical engineer, the device was alarming underspeed and displayed a 'pump jam' message. He replaced the belt and the issue still occurred.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump displayed an 'underspeed' alarm. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) determined that the roller pump was beyond economical repair. The unit will be replaced. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) installed lab use only (luo) tubing into the race of the roller pump and properly occluded it. The pst observed an underspeed failure when the roller pump was powered on set at 2.00 liters per minute (l/min). The pst disassembled the roller pump and observed the ball bearing and bearing seal assembly to be leaking. He also observed the encoder ring was fouled with oil and fibers. It was determined that the roller pump did not meet specification.